Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced the insert slide clamp alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician.  This is an ancillary service event identified during preventative maintenance. The device was visually inspected and functionally tested. The insert slide clamp alarm was identified on channel one at the start of functional testing. The cause of the insert slide clamp alarm was determined to be a defective safety clamp assembly.  To correct the condition, the safety clamp assembly was replaced.  The device was serviced and restored to a good working condition.  Should additional relevant information become available, a supplemental report will be submitted.